Event description:
It was reported that the patient was getting rib stimulation and was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7150695, UDI: (B)(4). Product family: scs-linear leads upn:m365sc2218500, model:sc-2218-50, serial:7153643, batch:7153643, UDI: (B)(4).